Manufacturer narrative:
(B)(4): evaluation, results: (arterial dissection), (balloon was a little outside the stent graft which resulted in a tear / dissection). Evaluation, conclusion: (balloon was a little outside the stent graft which resulted in a tear / dissection).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as the aortic neck was a conical shape and angled. It was reported that after the bifurcated stent graft was implanted, there was a small proximal type 1 endoleak. The physician ballooned aggressively and created good apposition; however, the balloon was a little outside the stent graft which resulted in a tear / dissection on the left side, below the left renal artery (ref. MFR #s. 2953200-2011-01336 and 2953200-2011-01337). The physician placed a 28x28x49 endurant cuff in this area which successfully sealed off the tear; however, the renal arteries were partially covered (ref. MFR. # 2953200-2011-01338). The physician stented both renal arteries with another manufacturer's 6x17 mm stents. There was some difficulty stenting the right renal; however, it was successful. No clinical sequelae were reported and the patient is fine.